Event description:
The customer's bio medical technician reported that the mts ID tipmaster pipettor dripped fluid during testing. Fluid drip from the pipettor can lead to carry over/cross contamination and incorrect dispense of fluid which may lead to variations in antigent/antibody ratio and possible erroneous test results. The customer observed the issue and took the pipettor out of use, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. The customer indicated that cleaning and replacing the o-rings on the pipettor has resolved the issue. The pipettor passed the volume verification testing and it's operating as expected. This customer has not logged any complaints against this pipettor since this incident.